Event description:
It was reported the patient experienced a return of symptoms (increased pain). No reservoir volume discrepancies were noted from the pump. The drug, dose, and concentration used in the pump is unknown. The catheter was unable to be aspirated. Additional troubleshooting was being considered. Additional info has been requested, but was not available on the date of this report.